Event description:
It was reported that before the operation, the anesthesia teacher had completed the intubation, but there was no electromyographic signal during the operation and it could not be used normally. After replacing with the backup endotracheal tube, the operation was successfully completed. There was damage in the outer package of the device. There was no patient injury.

Manufacturer narrative:
H3: product analysis found visually, when returned, a large clear plastic pouch contained only a size 6 emg tube. There was no damage noted in the construction of the device. There were traces of contamination found on the cuff and a blue bend. There was also a clear surgical tape wrapped around the tube when returned. The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (3.5 ohms), red with clear tube (3.4 ohms), blue (3.3 ohms), and blue with clear tube (3.4 ohms), all electrodes within specification. Functionally, the device was connected to the nim system while exposed electrode wires were submerged in a saline solution for functional test. The electrode check passed and there was no excess noise recorded during the functional test. Furthermore, a syringe was used to inject 20cc of air into the cuff, and the cuff inflated/deflated with no issues. There were no issues found during the analysis of the returned device. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that device was not checked prior to intubating, this was the first use of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.